Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer reported that the insulin pump had motor error. It was reported that they were able to rewind the insulin pump. Drive support cap was normal. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
After installing the battery the unit shows low power battery sign and no key function due to corroded battery tube compartment noted. Unable to confirm motor error alarm. The motor was tested outside the unit and passed.